Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a retrospective, single center study that the tendril family of leads exhibited a higher than expected volume of potential lead malfunction (defined in the study as: lead noise, low impedance issues, or lead fracture, determined by an increase in impedance or an abrupt increase in capture threshold with or without subsequent loss of capture). The study found no correlation between the rate of incidence with the lead¿s diameter or with the lead to pulse generator manufacturer pairing. Further studies would be required to better determine the mechanisms responsible for these single center findings.